Event description:
Complainant alleged that while attempting to treat a 51-year-old male patient, the device stopped ventilating and displayed a "self-check failure" message.. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. After the ventilator rested, the patient was placed back on the ventilator for transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 51-year-old male patient, the device stopped ventilating and displayed a "compressor fault-2001" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. After the ventilator rested, the patient was placed back on the ventilator for transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6(medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The customer's reports were not observed during evaluation. The customer's reports was observed in the device logs; however, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.